Manufacturer narrative:
Based on the available information, the patient involved in (B)(4) meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear in (B)(4). Is a combination of the risk factors specified in (B)(4). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial right hip implanted in (B)(6) 2010, underwent a revision procedure in (B)(6) 2018, approximately 8 years 5 months post the initial procedure. Reason for the revision unknown. No further information available.